Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including daily/weekly/monthly testing without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. It is important to note that the device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.